Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker was in backup vvi mode. A device restoration was performed successfully. There were no patient consequences.